Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported high voltage during the procedure. The customer did a gas exchange and completed the procedure with no patient harm.

Manufacturer narrative:
Investigation has been completed based on current information. No additional, related information was provided. The root cause could not be identified by the investigation. (B)(4).